Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the lens orientation was incorrect necessitating removal of the lens through the incision. The follow-up information received identifies that the lens had not been fully injected into the eye at the point the lens orientation issue was detected by the healthcare professional. The surgeon withdrew the lens from the eye and implanted a back-up lens without further incident and without injury to the patient. The product was discarded by the healthcare facility following use. The rayone IFU "use of rayone" section "fig 7" states "..."in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". Additionally, "iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Rayone aspheric rao600c is front/back symmetrical. The lens can be implanted in "s" configuration with no impact to visual acuity. User behaviour can influence the orientation of the lens e.g., removing the injector from the blister tray prior to insertion of ovd/flap closure (deviation from the IFU) can change the position of the lens within the cartridge. Too little, or no ovd can lead to misalignment of the lens and in a very small number of cases (estimated to be less than 2%), a failed or damaged injection. It should also be noted that injecting ovd into any other part of the rayone injector (e.g., including directly into the nozzle tip) is not described in the IFU and could cause the iol to become misaligned and/or lead directly to injection issues. Using the correct amount of ovd (equivalent to approximately 0.3ml) ensures that enough force is generated to mechanically move the iol down into the bottom of the chamber ready for folding. Our review of production records for the rayone aspheric rao600c batch 072195795 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 072195795. Without the ability to examine the device it is not possible to establish the cause of the lens exiting the injector in the incorrect orientation in this case.

Event description:
On 27th september 2022, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens orientation was incorrect necessitating removal of the lens through the incision.